Event description:
It was reported that during a planned ptca/stent procedure, another company's guide wire would not cross the lesion; the lesion was accessed using a balance guide wire. An intravascular ultra sound catheter (ivus) was introduced over the guide wire to image the lesion. Resistance was encountered when attempting to remove the guide wire from the ivus catheter. Inspection outside of the patient revealed that the tip had separated. The tip was recovered from the lumen of the guide catheter. There were no patient effects.